Event description:
The event occurred in the us. It was reported that the rotaflow console (rfc) switch automatically from ac power to the battery mode during patient treatment. The rfc was exchanged with another one without consequences for the patient. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in the us. It was reported that the rotaflow console (rfc) switch automatically from ac power to the battery mode during patient treatment. The rfc was exchanged with another one without consequences for the patient. No harm to any person has been reported. The affected rotaflow console with s/n (B)(6) was investigated by a getinge field service technician and the reported failure could not be reproduced. As a precaution the rf power supply pcba (printed circuit board assembly) (article number 701011675) has been replaced. The device is working as intended and is back in clinical use. Based on the investigation results the reported failure could not be confirmed. However, the failure mode "switch automatically to battery mode" can be linked to the following most possible root causes according to the rotaflow risk management file. Defective motor control electronics; wrong intervention limits; application of contrast agents; freeze of microcontroller; defect of micro controller; defect of transformer; defect of internal power supply (dc/dc). The review of the non-conformities was performed on 2023-11-03 and during the period of 2019-03-20 to 2023-11-03 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The affected rotaflow console was produced in 2019-03-20. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.